Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log file. The system controller was not returned for analysis; however, the 11v backup battery (serial #: (B)(6)) was returned for analysis and a log file was submitted for review with events spanning approximately 11 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). Backup battery fault alarms were active due to a load test failure. The backup battery fault alarms were intermittently active on (B)(6) 2020 between 06:08:48 ¿ 10:11:44, (B)(6) 2020 between 06:14:40 ¿ 21:24:02, and on (B)(6) 2020 between 01:21:14 ¿ 07:54:17. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. The backup battery fault alarms did not affect pump operation. The 11v backup battery was tested and performed as intended. The 11v backup battery returned with a measured voltage of 11.86v. The reported backup battery fault alarms were not able to be reproduced during this investigation. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: (B)(4). The backup battery was exchanged. If the message to change the backup battery reappeared then the site would change the controller next.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump stopped for a short period. There was also a message for the backup battery needing to be replaced but the backup battery was replaced a few months ago for the same problem. Log file analysis showed numerous low voltage advisory events from normal battery depletion and that the patient appears to run the batteries pretty low before changing to fully charged batteries. Intermittent backup battery faults were noted starting on (B)(6) 2020 and more backup battery faults were noted on (B)(6) 2020. There were also some backup battery faults noted and it appeared that the pump stop button was pressed on the system monitor, briefly stopping the pump for approximately 3 seconds and then the pump resumed operation.